Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a proglide was deployed and failed in the step of suture retrieval. The suture remained in the device. The suture of a new proglide device was successfully pre-placed. However, no other proglide devices were available to complete pre-close. The sheath was upsized to 12f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed as a material separation of the suture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is possible the suture snagged during plunger pull inducing a material separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1528 was removed and replaced with 1142.